Event description:
An 86 years old undergoing a diagnostic heart catheterization procedure. Penumbra aspiration catheter snapped mid shaft and broke into pieces. Both pieces removed by the surgeon. Final angiogram performed to ensure nothing was retained. No harm to patient. Confirmed nothing was retained. Product info - penumbra cat rx "kit" indigo system aspiration tubing, ref catrxkit, lot f00006170, use by 2028-03-30.